Event description:
It was reported that in preparation for a transforaminal lumbar interbody fusion at levels l2-l3 and l4-l5, the lamina cracked. The surgeon was able to place a screw at the lamina without any problems. No patient complications were reported.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840005530, 510k # k091974 was cleared in the united states. (B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.